Manufacturer narrative:
(B)(4). This complaint for a report of a user error could not be confirmed. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter to report a check heater line alarm which occurred on the homechoice (hc) machine during fill, and that he had changed out his heater bag only and continued therapy with no problems. The home patient (hp) was reminded to use the aseptic technique when changing out supplies, advised to call baxter for troubleshooting the next time hp encounters an alarm and to change out all supplies and not just the heater bag when changing supplies. The hp was also recommended to contact the nurse. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.